Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. It was noted that the pacing impedance measurements gradually increased since the implant procedure and currently were out of range. The r-wave measurements have increased from 13 millivolts to 13.6 millivolts and pacing threshold measurements increased from 1.9 volts at 0.5 to 2.1 volts at 0.5. A technical services (ts) consultant was contacted regarding this issue and discussed that the measurements have increased; however, the lead performance is good. Ts discussed increasing follow up visits to monitor the lead for further changes. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient underwent procedure unrelated to the device and a magnet was used. During the procedure, there was interference causing pacing inhibition. After the procedure the patient was sent to cardiology. The field representative was unable to find any episodes of noise stored in the device. The cardiologist decided to replace the lead. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.